Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon burst at 18mm/7 atms. It was reported that nothing detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon was detached from the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
Investigation results of balloon detached. A visual examination of the complaint device revealed that the balloon and distal tip were missing. The detached balloon was not returned with the device. The catheter was examined and no issues were found. The balloon and distal tip of the device was missing which is contrary to what was originally reported. In the case of this event, it is possible that the balloon burst during the procedure and in removing it from scope the balloon became detached and was separated, however this cannot be confirmed. The most probable root cause of operational context has been assigned to this complaint as it is most likely that the issue occurred due to procedural factors encountered during the procedure which limited the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.